Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -16.50/3.0/076 (sphere/cylinder/axis) implantable collamer lens was explanted due to sizing issues. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted

Manufacturer narrative:
Implant date: unk. Explant date: unk. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated that a 13.2mm, tmicl13.2, -16.5/+3.0/076 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to significant reduction of iridocorneal angles. For cause details the reporter stated "at the day 1 postoperative visit, the uncorrected visual acuity measured 20/32 od. Intraocular pressure was 18 mmhg od. Narrow angles ou." A replacement lens of shorter length was implanted on the same day as removal. If additional information is received a supplemental medwatch report will be submitted. H6- health effect- clinical code 4581: narrow angles. Claim # (B)(4).

Manufacturer narrative:
Additional information: b5: reportedly, increased iop >= 30 mmhg or > 10 mmhg above preop iop. A replacement lens of shorter length was implanted on the same day as removal. Problem resolved. Claim# (B)(4).

Manufacturer narrative:
B5 - per email on 21 jun 2023, problem was resolved. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: "reportedly, increased iop >= 30 mmhg or > 10 mmhg above preop iop. A replacement lens of shorter length was implanted on the same day as removal. Problem resolved." Should be omitted for correction. H6: 1937 should be omitted for correction. Claim (B)(4).